Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion was located in the mid right coronary artery. There was an attempt to overlap the stent which failed and the taxus express2 was removed. Upon removal it was noted that the stent struts were bent. The lesion was predilated with a maverick balloon and crossed with a 3.0x32mm taxus express2 stent. The patient status is listed as ok with no complications reported. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure which limited the device performance.